Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that as the surgeon injected a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.0/071 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. There was patient contact with the lens but the lens was not fully implanted. No patient injury occurred and the cause of the event is reported as unknown.